Manufacturer narrative:
D9: 04-feb-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed eleven instances of "high alarm displayed: pca dose cord button stuck." Functional testing was performed. The cause of the reported issue was due connectivity issues due to fluid ingression damages. The remote dose connector was cleaned and the solder was repaired. Device passed all functional and delivery tests after repair activities were completed.

Manufacturer narrative:
3: unknown; no information has been provided to date. E: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the pca dose cord was attached there was an error message showing "pca is stuck." There was no patient involvement.